Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The initial complaint was reviewed and found not reportable. The information in this complaint record reasonably suggests that there is no allegation of a complaint against this device and there is no reported malfunction or adverse event caused or contributed to with this device. The device functioned as intended. Additional information received from the reporter stated the plate was not broken. Should further information become available this determination will be reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. The information in this complaint record reasonably suggests that there is no allegation of a complaint against this device and there is no reported malfunction or adverse event caused or contributed to with this device. The device functioned as intended. Additional information received from the reporter stated the plate was not broken. Should further information become available this determination will be reviewed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is for unknown plates: lcp dia-meta volar distal radius plat/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a procedure was performed on an unknown date with a variable angle volar distal radius plate. The hospital found out that the plate was broken and now plans to perform a revision surgery on (B)(6) 2018. Detailed information will be provided by the sales consultant once revision surgery has been performed. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Event description:
On 12/03/2018 updated event description: it was reported that a procedure was performed on an unknown date with a variable angle volar distal radius plate. On (B)(6) 2018, the patient¿s affected area became swollen. On (B)(6) 2018, the patient reported uncomfortable feeling and the hospital found by x-rays that the distal screw was broken. The patient was ill informed about any events that may have applied great force to the affected area. The implants were removed on (B)(6) and another device made by other company was introduced. It was unknown if there were any surgical delay and or adverse event to the patient. The patient is now stable.

Manufacturer narrative:
Expiration date reported. Device part number, brand name, lot & UDI reported. Manufacture site reported. G5-510k: reported. Device was used for treatment, not diagnosis.